Manufacturer narrative:
A medtronic representative evaluated the system. The issue was suspected to be attributable to the umbilical interface cable. The cable was replaced. The suspect cable was not returned for medtronic's evaluation. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative was notified by the site that the imaging system is not booting up fully and becomes unresponsive, displaying an error message. If the system is rebooted, it intermittently system boots up. Despite an attempt to reboot the system with the umbilical cable disconnected, the system remains in "stand alone mode". There was no patient present when this issue was identified.